Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Evaluation statement: root cause analysis: damaged problem verified: yes service actions performed: unit had blue and red pedal replaced due to damage, also had new stickers placed on. Unit passed all tests within manufacturers specification. This report is being filed from the (B)(4) as required under mitek¿s corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
It was reported the device was only working intermittently.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Correction: the manufacturer contact name has been updated as (B)(6). Contact phone number and email address have been updated accordingly. The UDI was inadvertently missed in the initial report and has been updated as UDI: (B)(4). Investigation summary: the device history record statement was inadvertently missed in the investigation summary section on the initial report. The updated investigation summary is as follows: investigation summary: evaluation statement. Root cause analysis: damaged. Problem verified: yes. Service actions performed: unit had blue and red pedal replaced due to damage, also had new stickers placed on. Unit passed all tests within manufacturers specification sav003-fms. A review of lot/batch history for each legacy fms product complaint received by mitek chu is not recommended since legacy manufacturing no longer exists, and it is no longer possible to make process corrections or corrective actions. At this time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family to monitor the extent to which this complaint is observed in the field. Device history lot: a review of lot/batch history for each legacy fms product complaint received by mitek chu is not recommended since legacy manufacturing no longer exists, and it is no longer possible to make process corrections or corrective actions. If additional information should become available, a supplemental medwatch will be submitted accordingly. This report is being filed from the etq complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.